Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified event on or about (B)(6) 2010 and then experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010.

Manufacturer narrative:
This is one event (injury) of two events reported for the same patient involving three separate products; associated mdrs 2937457-2014-01299, 1225714-2014-05302, 1225714-2014-05303, 1225714-2014-05304, and 1225714-2014-05305.